Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized for low blood glucose (19 mg/dl); cause was unknown. Customer was treated with intravenous glucose. The customer was discharged the same day with the issue resolved and no permanent damage. Customer reverted to manual injections for basal therapy and uses the pump for bolus only.

Manufacturer narrative:
Follow up information received: customer thought that she had set the basal rate to 0 all day, when basal was actually only set to 0 between 12am-9am. Customer was unaware that she was still receiving basal insulin from her pump from 9am-12am, in addition to the basal from her long-lasting insulin injection. Subsequently, hypoglycemia occurred.